Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, a non-recoverable fault occurred on arm 2. The site restarted the system once, without improvement. The technical support engineer (tse) reviewed the live logs and found error 319 (node not present) against the arm 2 axes controller joint (acj). The site performed a hard power cycle, but the issue persisted. The surgery was continued with 3 arms. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system was powered up and everything was respected, and no error messages were initially present. The team started the prostatectomy with bilateral ilioobturator curettage. After completing the first curettage, a critical error message 319 appeared. The system was restarted twice, but the critical error persisted. After calling for assistance, the procedure continued with three arms. The procedure was extended by one hour due to conflicts with the deactivated arm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced axes controller joint (acj) and set-up joint (suj) and to resolve the issue. The system was verified and ready to use. Isi has not received the devices for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci products involved with this complaint to perform failure analysis. The set-up joint (suj) was returned for failure analysis and the reported 319 error was confirmed but not replicated. In logs, the 319 error was found indicating node 181 was not present at start up, confirming the fault occurred in the field. Upon visual inspection, the fiber cable on the proximal harness has been severed. Due to the severed fiber cable the suj could not be tested on the golden system and the error could not be replicated. Fa concluded that the defective proximal harness was related to the customer complaint. The probable root cause is attributed to failure of the proximal harness on the set up joint (suj).

Event description:
Refer to h11 for follow-up information.